Event description:
Still difficult to walk on leg [gait disturbance] ; effusion [joint effusion] ; joint pain [arthralgia] . Case narrative: initial information received from united states on (B)(6) 2018 regarding an unsolicited valid serious case received from health authorities of united states (FDA) under reference mw5077003. This case involves an unknown age male patient who experienced effusion, joint pain and it was still difficult to walk on leg for him (latency: unknown) while he was treated with the use of medical device synvisc one. The patient's past medical treatment included synvisc one in 2015. The patient's past medical history, vaccination(s) and family history were not provided. Concomitant medications included lisinopril and rosuvastatin, otc medications (B)(6) bio cell collagen (type ii collagen, hyaluronic acid), life extension and alive liquid vitamins and micronutrients. On an unknown date in (B)(6) -2018 (third injection over period of 5 years; already exposed to antigen), the patient started using intra-articular synvisc one injection dosage unknown in the left knee (synovial sac) (lot - unknown) for unknown indication. On (B)(6) 2018, 48-96 hours post injection the patient developed severe effusion and joint pain. On an unknown date in 2018, 5 days post injection, it was still difficult to walk on leg. These events were leading to disability. Final diagnosis was joint pain, severe effusion and still difficult to walk on leg. Action taken: no action taken it was not reported if the patient received a corrective treatment. The patient outcome was reported as unknown for all a product technical complaint was initiated on 11-jun-2018 for synvisc one, batch number: unknown; global ptc number (B)(4) the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: disability/ permanent damage for all additional information was received on 11-jun-2018. The global ptc number with ptc results were added. Text was amended accordingly.